Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of cardboard-like foreign material (fm) inside the octopus tray and damage to the canister tray. Reason for return was confirmed. Note on g4 PMA / 510(k) #: device is class I exempt this regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an octopus tissue stabilizer, it was reported that the cardboard box was intact, but when the package was removed the customer noticed there was foreign material (fm) (dirt and moisture). The customer noted that there was dirt inside the canister tubing set and there were two fractures in the packaging. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the sterile barrier was still sealed when the fm was identified. The tray was crushed in on one side of the canister tubing set. There were no missing or wrong devices or components in the package. The product was not used.